Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately and severely calcified mid left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was advanced but failed to cross the lesion. However, during third inflation at nominal pressure for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At the markerband, there were two pinholes to the balloon. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately and severely calcified mid left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was advanced but failed to cross the lesion. However, during third inflation at nominal pressure for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good.